Event description:
During training, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. The customer was unable to clear the advisory message. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the defective load cell # 1. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. During visual inspection of the returned autopulse platform, it was noted that the bottom enclosure was cracked, unrelated to the reported complaint. The observed physical damage appeared to be the characteristic of harsh impacts due to user mishandling. The bottom enclosure was replaced to address the observed issue. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large); thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed that load cell # 1 was defective (over-reporting), and it was replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).